Manufacturer narrative:
(B)(6). Concomitant product(s): - m2a 38mm mod hd -3mm nk/ pn 11-173661/ ln 747080, taperloc microp fmrl 6.0mm/ pn 14-103201/ ln 374600. It is unknown if the device is returning for analysis; however, once the investgiation is complete once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event: 0001825034-2017-03547.

Event description:
It was reported that patient underwent a right hip revision approximately seven years post-implantation due to unspecified metal on metal complications. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative report received. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.